Event description:
Information was received from a health care provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient (pt) is needing MRI. Hcp reports the ins battery has been depleted for about 11 months and they cannot recharge it. Hcp also noted the remote is not working, they are unable to activate MRI mode. Hcp noted pt said they spoke with someone from the manufacturer and were informed that there is no problem with pt proceeding with MRI. Caller inquiring if they can proceed with MRI. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.